Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The patient has a malposition of tibial implant in varus with hindfoot malalignment and subtalar arthritis with daily pain using opioids and a walking distance without pain 100m. A subtalar fusion and a revision of the tibial implant is required.

Manufacturer narrative:
Correction- please refer h6 (result code and conclusion code). The reported event could be confirmed based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of labelling did not indicate any abnormalities. Upon review of CT scans and medical expert opined that: the varix position described in the case can be confirmed with the provided CT scans. There is also a little radiolucency and small cyst visible at tibial component hence loosening cannot be excluded. The tibial component seems to be selected quite small. Overall patient related factors and potentially treatment selected factors seem to be related to this case. There is no evidence that the case is device related. Based in investigation the root cause was attributed to both patient and user related issue. The event was mostly likely caused by small cysts around tibial component and varix position of implant. Furthermore, the selection of tibial component appears to be small which potentially could be another reason for revision of implant. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The patient has a malposition of tibial implant in varus with hindfoot malalignment and subtalar arthritis with daily pain using opioids and a walking distance without pain 100m. A subtalar fusion and a revision of the tibial implant is required.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.